Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the keypad was unresponsive. Customer's blood glucose was 189 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. Failure analysis did not find ramping numbers or scrolling bar moving anomaly. All operating currents are within the specification, no black circle, and unexpected low battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).